Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7081697, UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7081984, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a scs explant procedure. No further information has been obtained.